Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable pulse generator had low battery issue. The patient had therapy but there was a low battery warning sign. Patient switches to tonic stimulation. The device was explanted, and a new device was implanted. There were no compilations during the procedure. Patient was stable.